Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that impedances were out of range. There were high impedances on electrodes 0 and 7, and the patient reported a fall at least 6 months prior to the report. The patient¿s stimulation was reprogrammed. The patient had good coverage with stimulation and the issue was resolved at the time of the report. No surgical intervention was planned or performed. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.